Event description:
In an online literature review of the article "valvular complications related to microaxial assist device use: a case-level systematic review" the impella 2.5, impella cp, impella 5.0, and impella 5.5 pumps were discussed. The study mentioned twenty-seven patients that were noted to have some degree of valvular damage during support. Three patients were identified as having some degree of preexisting mitral regurgitation, 1 mild, 1 moderate and 1 severe. One patient had preexisting mild aortic regurgitation. Twenty-three of the twenty-seven patients required surgical intervention, three of which were treated with transaortic valvular replacement, and four were treated non surgically. The patient characteristics, the indication for use, and the access sites varied. Of the twenty-seven cases nine patients were noted to have developed severe mitral regurgitation. Of the nine patients, eight patients were noted to have mitral chordae ruptures, one mitral valve perforation. Of the eighteen noted aortic regurgitation cases 10 were identified as either an aortic valve tear or perforation, the remaining eight did not report the nature of the injury. There is limited to no information on initiation of support and pump management while patients were on support.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Mitral valve perforation/ aortic valve insufficiency/mitral valve incompetence/ patient device interaction: the cause of the injury was not able to be determined as no product was returned and insufficient clinical details were provided in the publication.